Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error. The customer¿s blood glucose was 232 mg/dl at the time of incident. Customer was unable to clear the alarm. The customer also stated that they performed the self test but they were not able to passed the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test and device trace download confirmed pump error 63 due to broken trace at pin on keypad assembly. Unable to verify audio or absence of alarm during self test due to pump error 63.